Manufacturer narrative:
Device received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test at 0.08750 inches. Unit properly connected to glucose sensor simulator. The bg and sg were in acceptable range. The low bg alert functioned properly. Unit received with broken battery tube threads, cracked case at display window corners, cracked lcd window, cracked reservoir tube lip, minor scratches on lcd window and corroded battery tube. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test. The pump was received properly connected to glucose sensor simulator. The bg and sg were in acceptable range. The low bg alert functioned properly. The pump was received with broken battery tube threads, cracked case at display window corners, cracked lcd window, cracked reservoir tube lip, minor scratches on lcd window and corroded battery tube.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was given glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also reported sensor glucose versus blood glucose differences as well as pump physical damage. The insulin pump will not be returned for analysis.